Event description:
It was reported that on (B)(6) 2011 the pt was implanted with an intepro y-mesh device to treat vaginal prolapse. It is reported the pt then experienced vaginal bleeding and pain. Upon gynecological examination the pt was found to have erosion and infection of the "vaginal top". The infected mesh was removed on (B)(6) 2012.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.